Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection of the suture was performed and the suture end has mechanical damage with squeezed off appearance. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Actual sample was returned for evaluation. Visual inspection was performed and the needle had user marks in the first third including needle tip area and attachment area. The needle bent up due to excessive mechanical handling. The information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2015 and suture was used. During the procedure, the suture broke while the surgeon was suturing the aorta and the needle bent. The same device was used to close and the procedure was completed with no adverse patient consequences.